Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [20 mg/ml] at a dose of 7.2 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient missed a refill and on (B)(6) 2017 the empty reservoir alarm started. They elected to program the pump to off state and the password was requested. No symptoms/complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-30. It was reported that patient error led to the missed refill and that the patient reported they were helping out with hurricane relief efforts. The manufacturer's representative did not know the patient¿s weight. No further complications were reported or anticipated.